Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy a tsw35 was fired three times. Upon trying to open it to put in a fourth reload. It locked and would not open. The second tsw35 was opened and fired once. Upon trying to reload it, it also locked and would not open. The surgeon elected to complete the case by a vaginal approach. There was no consequence to the pt.

Manufacturer narrative:
H6; dislodged anvil. Based upon the info received and the visual examination, it was concluded that the instruments were returned with the anvils dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvils were re-aligned and the instruments were cycled, fired, cut, and formed the staples within design specification.